Event description:
Pt was a stemi, arrived in cath lab for stenting. A 100% occluded rca. Dr acquired access to artery system by right femoral artery. The artery had a perforation from the wire above the right femoral artery sheath. This required blood transfusion, stent of iliac artery, intubation for pain, no movement of pt.